Event description:
A customer contacted global technical service (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, at the end of therapy. The home patient (hp) stated that they talked with the registered nurse (rn) and the rn informed them of the alarm?s meaning but they were unable to clear the alarm. The technical service representative (tsr) had the hp press go to clear the message and continue the disconnect process. The tsr asked the hp if they understood the message. The hp stated yes because the nurse informed them of the meaning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The rn stated that she was aware of the alarm. She stated that as far as she knew, therapy was going well since the incident. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported increased intra-peritoneal volume (iipv). A device history record review identified no issues that were related to the reported iipv.